Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead displayed noise during isometric testing. The patient with this lead was reported to be a weight lifter and likely due to large chest muscle, lead on lead abrasion may have occurred. To date, no adverse patient effects were reported as a result of this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4) 2013 - this device was returned, but no explant date was provided to us. Upon receipt, the lead was found dissected at approx. 46.5 cm proximal to the lead tip. The proximal fragment was not returned for analysis.. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The inspection demonstrated a rubbed through insulation at approx. 3.5 cm proximal to the lead tip. This damage can be considered to be the cause of the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction between the lead body and the nearby lead. Further damages resulted most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.